Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system was explanted due to infection, primarily centered around the device pocket site. No return of product is expected and another system has not yet been implanted, as the patient awaits clinical evaluation.